Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instruments' blades were dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was able to replicate the customer reported complaint. The instrument was placed on an in-house system for latex cut test. The scissors did not cut cleanly through (B)(4) latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis also observed various scratch marks at the distal end of the main tube with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.